Event description:
It was reported that the ventricular lead exhibited t-wave oversensing (twos.) Therefore, there was a programming change of the right ventricular (rv) sensitivity value with varying automatic r-wave measurements. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.